Event description:
It was reported that a large volume intermate had a black mark on its reservoir. This was found before use. The device was filled with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. Visual inspection was performed and a black mark on the reservoir was identified. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.